Event description:
Baxter mexico reported a hole in the line of the transfer set tubing near the pt connector and titanium adapter. The hole reportedly leaked. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.